Event description:
New information received notes the new pacemaker system was implanted on (B)(6) 2024 on the right side of the patient. Meanwhile, the chronic pacemaker system remains implanted in the patient¿s left chest and the pacing mode is programmed to off. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high impedance, and the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Chest x-ray noted that the pacemaker was migrated from the original implant site and the ra and rv leads position was unchanged but does have additional slack that was not present at implant. No interventions were performed. The patient was in stable condition.